Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is possible that the burn occurred due to high-frequency treatment device used without maintaining sufficient distance from the tip. The event is detectable and preventable by handling device in accordance with the following instructions for use: 3.2 inspection of the endoscope 4.2 using endo-therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject exhibited adhesive joint of the lighting lens is peeling off and burn damage on the forceps stand. There was no patient involvement.